Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ gel bleed: unable to observe as it is not related to the device. ¿ seroma late: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. As per the investigation procedures deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
.Healthcare professional reported right side "capsular contracture grade ii/iii¿, ¿periprosthetic capsule very indurated¿, ¿fibrous pseudo capsule", "macroscopically the prosthesis does not appear ruptured¿, ¿is observed little material compatible with silicone¿, ¿breast seroma¿," periprosthetic liquid¿, ¿inflammatory reaction to silicone¿, ¿little inflammatory reaction with giant cell reaction to foreign body¿ and "multiple folds confirmed by ultrasound. Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported right side "capsular contracture grade ii/iii¿, ¿periprosthetic capsule very indurated¿, ¿fibrous pseudo capsule", "macroscopically the prosthesis does not appear ruptured¿, ¿is observed little material compatible with silicone¿, ¿breast seroma¿," periprosthetic liquid¿, ¿inflammatory reaction to silicone¿, ¿little inflammatory reaction with giant cell reaction to foreign body¿ and "multiple folds confirmed by ultrasound. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma, capsular contracture and seroma-later are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, seroma-late and capsular contracture, baker grade iii.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿seroma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ gel bleed: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
.Healthcare professional reported right side "capsular contracture grade ii/iii¿, ¿periprosthetic capsule very indurated¿, ¿fibrous pseudo capsule", "macroscopically the prosthesis does not appear ruptured¿, ¿is observed little material compatible with silicone¿, ¿breast seroma¿," periprosthetic liquid¿, ¿inflammatory reaction to silicone¿, ¿little inflammatory reaction with giant cell reaction to foreign body¿ and "multiple folds confirmed by ultrasound. Device has been explanted and replaced with a non-abbvie device.